Manufacturer narrative:
The insulin pump passed the displacement test and self test. Device was returned for power error alarm and detailed trace analysis confirmed alarm was triggered when backup battery unloaded voltage was less than 3.7 volts for consecutive 240 minutes. Analysis of micro timer in detail trace confirmed that the root cause is the non sleep anomaly software error. Device was received with cracked reservoir tube lip, scratched case and minor scratched lcd window.the insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump alarmed power system error detected. Blood glucose value is unknown. The customer was assisted with clearing the alarm, setting up the time and priming. The insulin pump was replaced and returned for analysis.